Event description:
Additional information received reported that no cause were noted. No steps or actions were taken to resolve the residual stimulation sensation issue as they couldn't find a reason for it. The manufacturer representative (rep) reported that they hadn't heard from the patient regarding the residual stimulation sensation issue. The patient reported that the stimulation didn't help enough and the patient needed both.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had their stimulator turned off for 2 days and could still feel the stimulation sensation. The rep verified over the phone with the patient that the therapy was turned down and off. It was indicated that the patient was concerned because they had an upcoming CT scan where the reason for the CT scan was unknown. The patient was seen last week for reprogramming because it had not been helping the patient since implant. Additional programs were given to the patient and it seemed to resolve the issue of not helping the patient since implant. No outcome had been reported regarding the residual stimulation sensation. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.